Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer produced a usacqusitionhw_40 error. No additional information could be provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint was investigated for an error message when using the z6ms transducer. The defective transducer was returned, and investigation was performed. The cause of the issue was determined to be caused by articulation sleeve hole, due to the articulation sleeve material quality. Through a corrective & preventive action, a c-flex articulation sleeve material inspection & re-work process has been implemented since november 2015. And a new sleeve material change was implemented since september 2016. This defective transducer was prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.